Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and "rippling effect on palpation".

Event description:
Healthcare professional reported left side rupture and "patient noticed rippling effect on palpation from 2018". Additionally, has reported intracapsular silicone with the axillary nodes. The silicone excitation sequence shows bilateral enlarged nodes with evidence of contained silicone on the silicone excitation sequence. The device remains implanted. This report pertains to the left side.

Event description:
The device has been explanted and replaced with a non-allergan device.